Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The device has not been received by carefusion. The customer did not provide patient demographics such as age, date of birth, gender, and weight.

Event description:
The customer reported an error, turbine s/n (serial number) mismatch latest, while using the vela ventilator. The customer reported the suspect device stopped ventilating and stopped without alarms activated while on a patient. Upon further investigation, the customer reported patient involvement but no allegation of patient injury/harm. The customer reported the suspect device is operational after replacing the defect turbine for a new component. The customer reported testing the unit for seventy-two hours without error or malfunction. At this time, carefusion has not received the suspect device component evaluation.